Manufacturer narrative:
Device was used for treatment, not diagnosis. Other number¿UDI: (B)(4) lot number unknown. Implant t and explant dates: device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Initial reporter phone number is (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Mfg date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that it was discovered before surgery that the philos sleeves get stuck together and are difficult to remove. There was no patient involvement. This report is 1 of 1 for (B)(4).